Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports that during the procedure, the pt experienced pain and was prescribed an anti-inflammatory prn following the immediate termination of the procedure. It is unk how much tumescent infiltration the pt received.